Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Should device become available, the eval summary will be submitted in a supplemental report.

Event description:
During the surgery, when the surgeon was hitting the pin by using the hammer, the head of pin was fractured. He removed the fragment of head pin from the pt.